Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this recently implanted right ventricular lead needed to be revised because of loss of capture at max outputs and decreased impedance measurements. Pacing spikes were observed in the qrs complex. The physician suspected a lead dislodgement. There were no additional adverse pt effects reported. The lead was repositioned and remains in service. Should further information become available, this report will be updates.